Event description:
It was reported that during a gastric bypass procedure, the trocar was leaking the pneumo very badly. It was not possible to evaluate if it was because of the torque or because of the universal seal itself. But the leakage was the worst when entering with an stapler and not even having any torque. It is unclear how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe. The analysis results of the b12lt found that the device was returned in good visual condition. The device was functionally leak tested and failed during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the found insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.